Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. "High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158".

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 952 mg/dl while wearing the pod between 4 and 24 hours on his abdomen. Symptoms reported include vomiting, diarrhea, blurry vision, and headache. The patient stated his blood pressure was very high and he did not think he was in diabetic ketoacidosis. The patient was treated with a CT scan, MRI, ultrasound/echo, stress test/cardiac tests, IV saline, IV insulin, IV electrolytes and blood work. Medications prescribed for the patient in the hospital included colchicine, 0.6 once per day, 3 months or less; hydrochlorothiazide, 25 mg once per day, lantus 60 units per day at night, and kwikpen insulin lispro sliding scale 18 units at meals (up to 40 units). The patient was going to be following up with his endocrinologist later that week.